Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited high capture thresholds and appeared unstable. The lp was implanted. At discharge check, the lp exhibited loss of capture. X-ray confirmed the lp had dislodged to the main pi. The lp was retrieved and a transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of device dislodgment and a failure to capture could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.